Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to endocarditis. There was also vegetation on the right ventricular (rv) lead. There was no additional adverse patient effects reported. The ICD was explanted.